Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 24mm wds. The closure device was deployed in the patient and after three (3) partial recaptures and one (1) full recaptured the decision was made to use a new wds. A new 20mm wds was then inserted into the patient. The physician performed six (6) partial recaptures and one (1) full recapture before the closure device was successfully positioned. Prior to the release of the closure device the baseline trivial pericardial effusion was noted to be larger in size. No treatment was performed, and the closure device was successfully implanted in the patient. Post release of the closure device the effusion was noted to be static and not growing. The procedure was completed, and the patient was sent to recovery. One (1) hour and fifteen (15) minutes post procedure the patient was experiencing chest pain, hypotension and tachycardia. The patient was brought back to the catheterization lab where the physician performed a pericardiocentesis, draining 350ccs of blood from the pericardial space. The patient did not experience any other complications as a result of this event, and they made a full recovery before being discharged from the hospital.